Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. A manual injection was administered to address bg. Reportedly, the infusion set was changed to address the issue.